Manufacturer narrative:
Device expiration date: unknown. FDA notified: the initial reporter notified the FDA via uf/importer report#: (B)(4). Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of clamp issues / damage related to clamp could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd 8in extension set experienced a defective tubing clamp. The following information was provided by the initial reporter: bd extension set connected to 18g peripheral IV, flushed easily, positive blood return. Connected to CT contrast tubing. During saline flush pre-contrast administration, clamp open, extension burst apart at connection of CT contrast tubing.